Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply cable was evaluated and replaced. The power supply itself was also calibrated to the proper operating voltage during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.